Event description:
A complaint was received that the ins8401 accudrain external ventricular drainage system was broken. When the nurse, opened the accudrain for the implantation, after introducing the trauma-cath catheter, the doctor checked the pipette draw and realized it was broken. The patient is a (B)(6) male child and was prepped for surgery. It was reported that the device was not in contact with patient, however, it was also reported that there was patient injury and death alleged and medical revision or intervention was required. Additional information was requested for further clarification and detail.

Manufacturer narrative:
Integra has completed their internal investigation on 08 apr 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: one unit was received for failure analysis. The sample was evidently broken at the point where the white stripe tubing connects to the filter cap. The device was stained (outside fluid path flow) with what seems to be blood residue. Also the patient line was cut off (it was not returned with the device). It appears that the system was connected to the patient and that some bodily fluids flowed outside the broken device. The complaint regarding a broken device was confirmed. The DHR review has been deemed satisfactory. No non-conformance issues or reports were raised during the manufacturing process for this system. No trend has been identified. Conclusion: this is an isolated case as there are no other reports of broken filter caps. The most likely cause for the event is that the individual unit may have received a direct hit to the filter cap during product handling/delivery to or handling by the end user.